Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient called to and stated they had a hypoglycemic event in which her spouse had to administer her with a glucagon shot. She indicated that she was in a hypoglycemic coma and did not wish to provide further event details. It is unclear if there was an allegation against the dexcom system as it is unknown if the patient was using the device at the time of event. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.